Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. The problem was not confirmed and the root cause could not be determined. A follow-up report will be filed if any relevant additional information becomes available.

Event description:
A patient contacted global technical services (gts) to report a disconnection of the heater bag from the cassette while the patient was connected. This event occurred during peritoneal dialysis therapy, fill 1 of 5. The patient stated they will call the rn (registered nurse) about being connected when the heater bag became disconnected. There was no injury or medical intervention reported. No additional information is available.